Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant air in line alarm, which was confirmed through a review of the device event history log. The symptom was not reproduced due to a system error 345. Evaluation found the upstream sensor's fluid numbers were below specification. The upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.